Manufacturer narrative:
(B)(4).

Event description:
The complainant reported that the philips intellivue information center (piic) ix reboots while attempting to discharge a patient. This issue can only occur when the piic ix system date is january 1, 2018 or later. No adverse patient effects experienced. No adverse patient effects experienced due to this event.